Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker of the intellivue multi measurement server x2 failed to alarm due to a speaker failure. The device was used for monitoring at the time of the alleged malfunction. No patient harm was reported.